Event description:
As reported via the edwards clinical specialist, post deployment of the edwards sapien transcatheter heart valve, mild to moderate central aortic insufficiency (ai) was noted. The valve was deployed in native annulus in a 70:30 aortic position. Trace to mild paravalvular leak (pvl) was noted with mild to moderate central ai. As visualized on echo, all three leaflets were coapting post deployment. It was confirmed that there was no leaflet overhang. A 2nd sapien valve was deployed more ventricular. The total ai was reduced to mild. The patient remained stable throughout the procedure.

Manufacturer narrative:
This patient was noted to have moderate native valve and leaflet calcification. Prior to deployment, good coaxial alignment of the delivery system and the valve was noted with good image intensifier angle. Ventilation was held and there was no loss of pacing capture during valve deployment. Per the instructions for use (IFU), complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include sub-optimal image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician¿s training manuals instruct the physician on the proper steps and techniques for successful valve deployment. In this case, the exact cause of the reported central ai could not be determined, per the operators. The patient was noted to have moderate native leaflet and root calcification; in addition, procedural factors such as the too-aortic positioning of the sapien valve may have caused or contributed to the reported event. There is no allegation of a device malfunction in the report and according to the operators the event is related to procedural complications. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.